Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced a product with a crack in the tubing. The following information was provided by the initial reporter. The customer stated: the customer reported that a crack on the tubing was found.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and upon completion, the indicated failure mode for damaged (cut) tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged (cut) tubing. Bd has initiated further root cause investigation relating to the issue of damaged (cut) tubing through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced a product with a crack in the tubing. The following information was provided by the initial reporter. The customer stated: the customer reported that a crack on the tubing was found.